Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 427 mg/dl. Customer changed the infusion set, and declined to further trouble shoot with tandem technical support. There was no issue observed with the infusion set, cause of the occlusion is unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.